Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2013; 5076-45 lead, (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high electrical requirements, or outputs, and the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with premature battery depletion. The lv lead remains in use and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.